Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that a no external power alarm, pump stoppage, and clock not set alarm occurred. The patient was asymptomatic. The manufacturer¿s technical services reported that the log file showed that the battery power was depleted, and then the system controller backup battery powered the device for an undetermined amount of time until it was depleted. Pump function returned when power was restored. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of the system controller's loss of external power, pump stop, and system controller clock reset alarms were confirmed through the evaluation of the submitted log file. The submitted log file, which contained approximately 19 days of data, captured a low battery advisory alarm that progressed to a low battery hazard due to further depletion of the batteries on (B)(6)2017 at 00:35. The system switched to operation on the emergency backup battery (ebb) at 00:45 due to the complete depletion of the external batteries. The system continued to operate for an undetermined amount of time, until the ebb also became depleted. The next logged event showed the clock was set back to 01jan2001 1:00:00. In addition, the event was recorded as the white cables was disconnected and the pump was stopped. The duration that the pump was off could not be determined. 9 seconds later, an additional ¿no external power¿ event was then recorded as both the black and white cables were disconnected, and the pump was briefly supported by the ebb, again running in power save mode. The end of the log shows the controller being connected to batteries again with the pump running normally; however, the controller continued with a yellow wrench alarm due to the controller's clock being reset from the complete loss of power. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.